Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles present in the reservoir. Blood glucose level at the time of the incident was 472 mg/dl, which was treated with the insulin pump. Blood glucose level near the time of the call was 398 mg/dl. The customer was advised on the proper rewind techniquest to avoid creating air bubbles. The reservoir was not replaced or returned for analysis.